Event description:
It was reported that the extractor could not be screwed in a humeral nail during removal surgery. The surgeon closed the incision without removal of the nail. Surgery was delayed 240 minutes.

Manufacturer narrative:
N/a